Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned to the manufacturing facility for evaluation, a guidewire and two pieces of sheared urethane segments. Visual inspection of guidewire found that the urethane outer layer had been sheared off on approximately 4mm -110mm from the distal end of the device, where the core wire was noted to be exposed. Magnifying inspection of the urethane outer layer obtained the findings as follows. On approx. 4mm - 7mm and on approximately 10-110mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off and the core wire was exposed halfway. On approx. 7mm - 10mm from the distal end of the device, the urethane outer layer had been sheared off entirely and the core wire was exposed completely. The surfaces of the shear cross-sections were in the smooth state, implying that the urethane outer layer had been sheared off with a sharp-edged tool. The outside diameter was determined on the undamaged segment and confirmed to meet the specifications. The urethane surfaces of the shear cross-sections were in the smooth state, implying that the urethane outer layer had been sheared off with a sharp-edged tool. Based on the above findings, the total length of the sheared urethane outer layer for both sheared urethane segments were found to be equivalent to the length of the sheared segment on the guidewire (approx.106mm: from 4mm to 110mm from the distal end of the device). It is likely that there is no other segment that has been separated from guidewire and is missing. Reproductive test was performed on a current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane outer layer was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was found to be in the smooth state. The state of damage was found to be very similar to that on the actual device. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during the use of the actual device in combination with a metal needle, when the actual device was withdrawn, the urethane outer layer got sheared with the metal needle. The procedure was completed successfully. The patient recovered.